Manufacturer narrative:
Reporter is a j&j sales representative. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent revision surgery due to loosening of rod/set screw . The rod loosens within the tulip head. Patient and procedure outcome were unknown. This report is related to (B)(4) which captures the reported event of patient requiring 3rd surgery as the rod has once again migrated in the tulip head. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the 5.5 exp verse screw 8.0 x 50 had some broken threads at the head. No other anomalies were noted. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A manufacturing record evaluation was performed for the finished device [204786] number, and no non-conformances were identified. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 5.5 exp verse screw 8.0 x 50 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a manufacturing record evaluation was performed for the finished device: product code: 199721850. Lot number: 204786. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 09.07.2018. Qty: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.